Event description:
The patient's family called to report that the needles purchased at the pharmacy, the material code is 329496, the lot number is 2182021. The patient found it is difficult to push the liquid into body when the patient injected insulin by self on (B)(6) 2025, so the patient shook the needle, then push the liquid to complete the injection. But found that there is no needle-pe when pulling out the needle. The patient suspected that the broken needle was in body and immediately went to the hospital. Through the x-ray, strengthen x-ray, the outpatient surgery, but didn't find needle in body. The patient was injected once a day, the injection site was in the abdomen, and the patient reused the needle. No samples, no photos, no customer response is needed. Sample availability: no. Sample availability details: no sample available.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Patient assumed the fractured portion of the needle-pe was retained within the patient¿s body which necessitated medical intervention which included diagnostic imaging; however, the imaging did not identify the broken cannula within the body, and therefore not surgical intervention was needed. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.